Event description:
During a clinic follow-up, an increase in the capture threshold and the pacing impedance were observed on the leadless pacemaker. No intervention has been performed at this time. The patient was stable and will continue to be monitored.